Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA (B)(6) 2011.

Event description:
The customer reported we have delivered innova systems with an approved product deviation where it is possible that there is a system hangs up.